Event description:
Customer reported leaking buretrol set in the pcc unit. Medications being given from buretrol. When nurse opened it to add fluid for a flush, the entire chamber rapidly filled despite the vent being closed and started spraying out of the needless port at the top. Nurse had to connect a syringe to the port to stop the spraying. No patient harm. No additional patient/event information was available.

Manufacturer narrative:
(B)(4). The facility indicated the set was discarded. The lot number was not identified, therefore, lot history record review could not be performed.